Event description:
It was reported "the dynagraft ii putty implanted by a dentist during a sinus lift procedure on (B)(6) 2007 has now developed into cancer". There was no additional information provided.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.